Event description:
The facilities biomed alleged he replaced the hydraulic manifold eleven months ago and now the head section is drifting down.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.